Event description:
Information was received from a friend/family member regarding a patient who was receiving dilaudid (hydromorphone) and saline (pfns, pbs) via an implantable pump for non-malignant pain indications use. It was reported that the pump expired in september, and they started taking out the medication. The patient representative stated that it was time to have the pump extracted. The pump was scheduled to be removed on (B)(6) 2025, but they have not heard from the doctors office. The rep stated that the hcp office told them that they were waiting to hear back from medtronic. The rep reported that the patient had knee replacement surgery which postponed the original pump replacement. The patient has had one knee replaced and they were getting ready to do another one. The patient lost so much weight that the pump was pushing out of the patient skin which has caused an infection. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) stated that the device will be removed in several weeks. It was noted that there was no active infection. However, there was tissue breakdown over the pump pocket.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider stated that the patient will have the pump remove to avoid further complications because she could not afford to refill the pump.